Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure. The plate has fractured into two pieces. The device was manufactured in 2013. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted fatigue striations (parallel microscopic features) on the fracture surface of the plate and microscopic dimples indicating ductile tensile overload on the fracture surface. From the analysis it was concluded that the plate fractured due to the initiation and propagation of fatigue cracking. The fatigue cracking propagated to the extent that the remaining cross sectional area could not bear the patient load, leading to an overload fracture. The excessive cyclic stresses that cause fatigue cracking can be caused by several conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, poor bone quality, and/or non-union. No material deviations in the plate were found during this investigation. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to implant fracture.